Manufacturer narrative:
A sample was not returned for evaluation. The photo confirmed lip out defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5064702. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 2ml, 13mm x 75mm bd vacutainer® k2edta tube had a deformation of the lip that caused the tube to not draw a sufficient amount of blood. When they mixed the tube blood leaked. There was no report of injury or medical intervention.